Event description:
It was reported that the pump was explanted (B)(6) 2015 due to erosion. No drug or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).